Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (ICD) experienced oversensing from an implantable pulse generator (ipg). It was also stated that the oversensing caused premature battery depletion of the ICD. ICD implanted: 04/20/94, explanted: 06/21/96 (implanted 26 months)